Event description:
It was reported that the customer passed away. The customer's blood glucose reading was 700 mg/dl due to a heart attack. It was stated that the customer had a stroke in march, and had not been the same since. The customer was wearing the insulin pump at the time of his death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.